Event description:
It has been reported to philips that the customer has performed a vulnerability scan. They have shared the report and are requesting assistance. No adverse events or harm were reported in the complaint. Philips has started an investigation of this complaint.